Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the lead exhibited noise due to lead anomaly. Lead measurements could not be obtained. Failure to sense was also noted. The lead was not used and replaced. The procedure was completed without any adverse consequences to the patient.